Event description:
It was reported that pump repeatedly displayed cartridge change error and customer was unable to resume insulin delivery despite cleaning and inspecting cartridge o-ring and pneumatic tap and attempting to reload cartridge with support. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support and escalated support to complete additional cartridge troubleshooting, transitioned to multiple daily injections for backup insulin therapy, was sent replacement pump.